Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the quick release. This issue occurred with two different infusion sets. The site location was both her legs and the pump was located on her waist. The infusion had been in use for two days for both the events. Reportedly, her blood glucose level at the time of event was above 400 mg/dl, which she tried to treat by changing the set. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. She was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 130 mg/dl, at the time of this report dated 4-mar-2019. Upon investigation, of the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.